Event description:
"As per cc form": during the puncture, the tip of the needle twisted: impossible to remove the needle from the endoscope. Forceps were used to straighten the needle out of the endoscope sheath. Risk of further damaging the sheath. During the puncture, the tip of the needle came off: it was impossible to get it out of the endoscope. It was necessary to use pliers to straighten the needle and get it out of the endoscope sheath. Risk of further damaging the sheath. Patient information current state of the patient: risk for the endoscope actions undertaken in the care establishment for patient care: lab info and referral to expertise. A section of the device did not remain inside the patient¿s body. The patient did require any additional procedures due to this occurrence. Used an other needle for finish the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k142688. This report is being submitted as a cancellation report following lab evaluation, complaint device was returned and evaluated on 10-mar-2022: visual inspection: - stylet not returned. - proximal kink below the sheath extender. - distal end of needle examined and damage observed. Distal needle tip is present functional inspection: - sheath extender able to advance and retract with no issue. - needle able to advance and retract with slight resistance. File has been re-assessed based on lab evaluation results. FDA MDR reporting no longer required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed is low.

Event description:
This report is being submitted as a cancellation report following lab evaluation, complaint device was returned and evaluated on 10-mar-2022: visual inspection: - stylet not returned. - proximal kink below the sheath extender. - distal end of needle examined and damage observed. Distal needle tip is present functional inspection: - sheath extender able to advance and retract with no issue. - needle able to advance and retract with slight resistance. File has been re-assessed based on lab evaluation results. FDA MDR reporting no longer required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed is low.